Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the coating of cartridge, was sometimes seen left on the iol, when non company iol was used. The surgery was performed and completed without product replacement. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used complaint company cartridges were not returned. One opened company cartridge carton was returned. The carton contained one loose sample and five unopened company cartridges. The loose opened sample was microscopically evaluated. No damage or abnormalities were observed. One of the five returned unopened samples was pulled for evaluation. The company cartridge was microscopically examined with no damage observed. No particulate was observed inside the cartridge. The cartridge was functionally tested per the direction for use (dfu) using a qualified company blue handpiece, company lens, 27.0 diopter lens and viscoelastic. The cartridge was filled with viscoelastic per the dfu. The lens was loaded and biased down. The lens was advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The company cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. Product history records were reviewed, and documentation indicated the product met release criteria. A non-qualified iol was indicated. The handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. The used company cartridges were not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. One of the returned unopened company cartridges for the reported lot was evaluated. No foreign material was observed. Functional and dye stain testing was conducted with the unopened sample with acceptable results. No foreign material was observed after the functional testing. The reported complaint may be related to a failure to follow the instruction for use (IFU). Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).